Event description:
Customer reported that the device powers on/off by itself. Physio-control evaluated the device and observed several fault codes logged in the memory that indicates a potentially critical failure. There were no reports of patient use associated with this event.

Manufacturer narrative:
(B) (4): physio-control replaced the system and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center, and was unable to duplicate the reported issue. Further component root cause of the issue was not determined.